Event description:
The customer reported that the system would not perform fluoroscopy and the generator would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The technique processor and the generator software were replaced. The system was tested and found to be working as intended and put back into service.